Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. Microscopic inspection determined that the pouch seal was open, with evidence of seal transfer. The reported problem was unable to be confirmed as it could not be determined whether the seal was defective prior to it being opened. The actual transfer set was then evaluated; the device passed functional leak, clear passage, and clamp function testing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The minicap transfer set has been reported to be available for evaluation but has not yet been received. A batch review for the associated lot number will be completed. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the reported event could not be determined. The returned sample was determined to meet product specification requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pouch containing a minicap transfer set was not sealed properly. A nurse indicated that the pouch was very easy to tear. The issue was noticed before use. There was no patient involvement. No additional information is available.